Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that a catheter revision was performed. The reason for the catheter revision was not reported. The physician decided "at that time to replace the pump, as well." The pump contained lioresal. Add'l info has been requested from the hcp, but was not available as of the date of this report.